Manufacturer narrative:
The system was examined and the reported event was replicated. The central processing unit (cpu) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 9, 2002. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the cpu. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the company representative states the event occurred during start up of the laser. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the right display did not light and the laser could not start up. Additional information was requested, but none has been received to date.